Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the screw detached from the clamp assembly. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a clamp assembly- 3-pin, p/n 112390, lot number unknown, RMA 226111. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1028569 has been initiated to address missing product. Device history review: a DHR review could not be completed as the lot number is unknown. Complaint history review: a proper complaint investigation could not be completed as the lot number is unknown. Tracking of complaints related to the 112390 part number will be tracked through quarterly trend request #813. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the screw detached from the clamp assembly. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.